Manufacturer narrative:
Visual inspection revealed that the blue split cannula had been removed from the device. The device was unable to be functionally tested because t1 is wedged within the tip of the delivery needle. Upon higher resolution inspection it was found that the tip of the delivery needle has a substantial gouge on the left side of the tip causing material to be rolled over and disfiguring the tip. Per engineering evaluation: contrary to the complaint description, both t1 and t2 remain on the delivery needle. There is significant damage to the needle tip and also to the tip of t1, which makes dimensional analysis impractical. It appears that the tip of the needle and t1 may have come in contact with an ancillary device or instrument during use. The tip of each device as well as the suture construct is inspected during the assembly process and damage to this extent would have been easily identified. Based on these observations, no root cause related to the manufacture of the device can be established. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 deployed simultaneously. Both implants were successfully removed from the patient. A back up device was utilized to complete the procedure. No patient injury or complications were reported.